Event description:
It has been reported that the intra-cranial pressure (icp) readings were not accurate. The icp readings were negative; the cerebral blood flow (cbf) readings stayed constant in the mid-teens throughout the week.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.